Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that broken wires were observed on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or patient injury was reported.